Event description:
According to the available information the implant was removed and replaced with a genesis due to infection. It was noted there was a scrotal and cavernosal puss present. Additionally, it was noted there was a perforation of the left corpora during the initial placement on (B)(6) 2023.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed to be associated.